Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 03/16/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/25/2017 with the following findings: during investigation, the original complaint of the blank display was unable to be duplicated. The pump powered on to a clear and legible display. The bolus button cover was found to be torn but still functional. There were multiple cs 052/054 alarms. The pump was opened and there was no intermittent condition found on the display flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.